Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic wedge resection, while the stapler was being fired for the third time, the surgeon closed on the lung to complete wedge but was unable to fire reload. He was also unable to squeeze the handle. The surgeon had fired two reloads prior without incident. It also looked like the reload was pre-fired; a couple of staples were sticking out of the reload. The surgeon replaced the reload with another one and fired without incident. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.